Manufacturer narrative:
The impella cp optical was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) old white male patient presenting for high risk percutaneous coronary intervention. The impella cp optical was selected for hemodynamic support and inserted without issue. After the patient was transferred to the intensive care unit, blood was found leaking between the repositioning sheath and blue butterfly suture pad. The bleed was resolved with manual pressure, a femostop, and 2 units of blood products.